Event description:
A hospital in the (B)(4) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in the (B)(4), where it was repaired by a trained fph service engineer. The replaced fascia and valve system were returned to fph in (B)(4) for evaluation. Results: visual inspection of the returned components revealed that the gas inlet port was cracked and the gas outlet port was broken. A lot check revealed no other complaints of this nature for lot number 100226. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet and inlet ports was caused by some form of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new front panel and valve assembly, given a full performance check, and returned to the hospital to be put back into service.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in the (B)(4) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. No patient consequence was reported.